Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the calcified right coronary artery (rca). A 3.00 x 16 synergy ii drug-eluting stent was advanced but failed to cross the lesion. Upon attempting to remove the device, it was noted that the stent came off in the proximal portion of the rca. The patient had to be taken to a sister facility where surgical back up is available. The stent was unable to be retrieved, therefore, the stent was then crushed into the vessel wall. The procedure was completed by implanting 3 non-bsc stents. No patient complications were reported and the patient was stable at time of transport and throughout the procedure. The patient was doing well.